Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s) : 6947-65 lead, implanted: (B)(6) 2006; a 5076-45 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the location of the left ventricular lead was not enabling needed pacing therapy. The lead was capped and replaced. No patient complications have been reported as a result of this event.